Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city:(B)(4). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was leaking, which cause the patient blood glucose elevated to 391 mg/dl. The infusion set was in use for one day. The patient noticed the issue because of recurring hyperglycemia and strong smell of insulin leakage. No further information available.